Event description:
Rptr alleges pt has low blood pressure, short-term memory loss, mood swings, attention deficit disorder, confused, thyroid problems, adrenal problems, heat or cold sensitive, raynaud's disease, chronic constipation, distended stomach, severe menstrual problems, substantial hair loss, frequent migraines/severe headaches, connective tissue disease, atypical lupus, sjogren's syndrome, persistent joint stiffness, under arm lymph node swelling, fibromyalgia, sun sensitive skin, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drops things and misjudge distance/run into objects. Rptr also alleges the pt had bilateral rupture of implants and calcium deposits.